Event description:
It was reported that the patient had a loss of therapeutic effect in (B)(6) 2014. They started to notice it wasn¿t helping and they couldn¿t increase so it was strong enough to manage their symptoms. The patient finally went in for a device check and was told that the implantable neurostimulator (ins) battery had depleted. The patient had the device replaced in (B)(6) 2014. The patient¿s replacement surgery took longer than they thought it would. After the health care provider (hcp) got in the or they had further trouble and just went ahead to change the whole thing. It could have been that the lead was changed, but the patient did not know for sure. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 889-28, lot# v514032, implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: lead; product ID 3889-28, lot# v514032, implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that since implant therapy had not helped her and that she had no control. The patient would adjust stimulation and it would help for a while before losing therapeutic relief.